Manufacturer narrative:
Gfe sent for follow up about initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Technical services (ts) was consulted and stated rv lead may be compromised. The patient was noted to have complete heart block. A field representative was paged to further evaluate the lead and adjust the output. The output was increased, and the loss of capture was resolved. No adverse patient effects were reported. This lead remains in service. Additional information was received. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
Gfe sent for follow up about initial reporter details. If information is provided in the future, a supplemental report will be issued. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem. A high capture threshold allegation was included and subsequently, coding table was also corrected.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Technical services (ts) was consulted and stated rv lead may be compromised. The patient was noted to have complete heart block. A field representative was paged to further evaluate the lead and adjust the output. The output was increased, and the loss of capture was resolved. No adverse patient effects were reported. This lead remains in service. Additional information was received. The field representative indicated that this lead had high output thresholds. As a result, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
Gfe sent for follow up about initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Technical services (ts) was consulted and stated rv lead may be compromised. The patient was noted to have complete heart block. A field representative was paged to further evaluate the lead and adjust the output. The output was increased, and the loss of capture was resolved. No adverse patient effects were reported. This lead remains in service.